Event description:
Smiths medical international ltd, has been notified of an event that the user alleges that after an unspecified amount of time the cuff leaked. Tube was replaced with no adverse effect to pt. It is not known if the tube was pretested per the instructions for use.